Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. A few days later consumer devloped swelling and pain in left ear. Medical treatment was sought and consumer was placed on an antibiotic. In 2000 consumer was admitted for incision and drainage of the site, which was done twice during stay. Consumer was released and prescribed antibiotics.